Event description:
The nozzle end of the resin carpule dispenser burst off during use in a pt's mouth. The pt was startled by the event, but not injured. It is unk if components of the gun had fallen into the pt's mouth.